Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump keypad buttons are not responsive and the act button does not work. The customer's blood glucose reading was 498mg/dl at the time of incident and their doctor took them off of the pump. Customer treated with shots. The customer's mother did not have the pump with her to troubleshoot. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.